Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun gel pads produced low flow with readings as low as 0.3lpm. As a result, therapy was interrupted and the pads were replaced with a new set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only, without original packaging. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted for use evidence. It was found that the trim pattern of the pads were correct, and the energy connector was found free of damages and presented a good connection. The pads were submitted to the flow rate test with an arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, and the following results were obtained: * left chest pad: a total of 4.39 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 4.14 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 4.62 l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable on all of the returned pads. The flow rate specification for this product must be above 2.4 l/min m2. The reported issue was unconfirmed as the product met specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the arctic sun gel pads produced low flow with readings as low as 0.3lpm. As a result, therapy was interrupted and the pads were replaced with a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun gel pads produced low flow with readings as low as 0.3lpm. As a result, therapy was interrupted and the pads were replaced with a new set of pads.